Event description:
(B)(4). Went to have tubes removed with coils in them. Discovered that was an fetus attached to the uterine wall. It had been there for some time. It dead because it had no room to grow.